Event description:
Spouse of home pt (hp) contacted baxter's technical service center for assistance during hp's apd therapy. Spouse reported hp had connected to homechoice device prior to prime. The tech assisted the hp in ending therapy early for the evening, and instructed hp to notify rn. No pt injury or medical intervention required per rn.